Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that there was no reinforcement material used. It has been confirmed that there was no injury to the patient and the patient has been discharged home. The handle has been received for investigation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap appy the surgeon tried to fire a egia45amt reload but it did not fire. They had to continue the case with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. No visual abnormalities were noted for the adapter. During functional evaluation, the adapter tested satisfactorily. The partial firing condition could not be replicated. The firing force of the adapter was tested using a portable a-1 fixture and the firing force was measured to be 131.309 lbf before stalling out, which falls in the acceptable firing force range. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. The reported condition was not confirmed. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.